Manufacturer narrative:
Device is combination product.

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. A 4.00 x 20 synergy stent was advanced for treatment. However, upon inflation at 3-5 atmospheres, the system balloon ruptured prior to the stent being fully deployed. They used 100% contrast which had a higher level of viscosity allowing the balloon to inflate and deploy of the stent. The stent was successfully implanted and the procedure was completed. No known patient complications were reported.